Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was in use when the device needle broke off from the needle hub. Further information has been requested and no received at this time. No adverse effects reported.